Event description:
The pt was implanted with an acute blood pump system. The hospital's cticu staff reported to the biomedical engineer that the primary console stopped working on battery power. The biomedical engineer was unable to provide the pt info or any other info about the incident. It is unk at this time if the pt suffered any injuries related to this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. The suspect primary console along with the motor in use during this event have been returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.